Event description:
It was reported that when using the bd pyxis¿ medbank tower, user mentioned medbank cabinet became unresponsive. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet became unresponsive. A technical support specialist (tss) had the customer log out of the med bank application and log back in. After signing in again, the cabinet functioned normally. The tss stated it was known issue, and the team was actively working on a permanent resolution. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user mentioned medbank cabinet became unresponsive. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.